Event description:
It was reported that the apix table needed console cables and receptacles replaced. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand control cables and both receptacles were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.